Manufacturer narrative:
(B)(4). Date sent: 08/24/2020. D4: batch # u5a34h. Device analysis: the analysis results found that the cdh25a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # u5a34h. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic total proctocolectomy, the assistant surgeon tried to grasp the firing handle, but it was too hard to grasp. The adjusting knob was tightened about 90%. Another surgeon tried to fire, but could not too. After that, the adjusting knob was loosened once, and it was tightened again about 95%, and the device was fired. The device was used between the jejunum and rectum. Right after the device was removed from the patient, air leaked. The unformed staples and malformed staples were seen with the donuts. The procedure was not converted to open and completed without stoma. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.